Event description:
Product was returned as an initial implant failure; the doctor was not able to complete the implantation. Based on the report, the patient had no relevant medical history, oral hygiene was described as moderate, and bone condition was described as poor. Surgery was one stage on tooth #3. Doctor indicated that the implantation was not completed due to a lack of initial stability.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Patient's bone condition may have contributed to the device's failure to osseointegrate.